Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted with a pressure regulation shunt on (B)(6) 2018 due to hydrocephalus. In (B)(6) 2019, the patient was unable to recognize people and had been lost twice. The patient went to the hospital for a brain CT examination and found that the cerebral effusion increased. The doctor recommended pressure regulation as soon as possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the local staff adjusted the pressure according to the doctor's advice in the presence of the doctor. It was also stated that the patient had undergone surgery.